Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00154. It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2023, of a pocket revision, and during the process the ipg become inoperable. The ipg was in surgery mode but would not reconnect, therefore the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.